Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had white screen on it. The customer¿s blood glucose was 120 mg/dl. White display wouldn't change even after pressing the buttons. Customer reported display was solid white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments or partial display due to blank display.